Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display shuts down within a few seconds (blank screen) and 10 beeps were heard due to a defective component on the instrument board. Under this condition, the device was unable to engage in monitoring for more than a few seconds.

Event description:
It was reported that the handheld turns off automatically when separated from the docking station and the docking station indicators blink constantly. No known impact or consequence to patient.